Manufacturer narrative:
Endopath ets flex- based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly " could not be fired" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fire, cut,a nd formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifiactions. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab which indicates that the instrument's firing cycle was interrupted, released then restarted. When this occurred, the lockout on the cartridge became damaged.

Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon fired the atw35 and reloaded with a tr35w. When he closed the device and attempted to fire, he could not. A new device was opened and the case was completed. There was no consequence to the pt.